Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced low blood glucose while using the ilet system integrated with a dexcom g7, with the lowest cgm value of 51 mg/dl and an ilet low alert; the episode occurred after a typical meal of birria tacos with lemonade and diluted pedialyte, and the event was attributed to an incorrect meal announcement size, for which the user was counseled on best practices and treated with oral glucose. Symptoms included hypoglycemia with dizziness, confusion/disorientation, diaphoresis, and lethargy. Outcomes included the need for unexpected medical intervention in the form of carbohydrate intake. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem identified related to improper or incorrect procedure or method, and involvement of the user interface in how the meal size was announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.